Event description:
An ortho clinical diagnostics field engineer observed an unexpected non-reproducible, higher than expected troponin I es result during a precision test using a troponin-I free patient sample pool when performing service to a customer's vitros eciq immunodiagnostic system. Vitros troponin I es result: 0.064 ng/ml vs expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation of patient harm made as a result of the event; however, ortho clinical diagnostics cannot confirm that patient sample test results would not be affected if the event were to reoccur undetected. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained during a precision test using a troponin-I free patient sample pool when performing service to a customer's vitros eciq immunodiagnostic system. The most likely assignable cause for the event was analyzer related. The investigation was able to rule out a reagent malfunction as a contributing factor. Following completion of service actions acceptable vitros tropi es precision was observed indicating that the eciq system was returned to its expected performance.